Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a procedure. It was noted, that the right ventricular lead and the right atrial lead exhibited noise oversensing. The leads were capped and replaced on (B)(6) 2023. The patient was stable.